Manufacturer narrative:
Additional information provided on mar 27, 2018 by sales agent the torque screwdriver was not used for the primary surgery. Batch review performed on 23 april 2018 lot 165484: (B)(4) items manufactured and released on 25 october 2016. Expiration date: 2021-10-11 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed on the explanted insert fixation screw by r and d product manager on 19 april 2018: loosened insert safety screw occurred about 1 year after primary surgery removed by arthroscopy. The head and the threaded part of the screw looks damaged. Threads has been plastically pressed once, backed out from the baseplate, was interposed between the femoral component and the tibia insert and underwent to the body load. No other components have been removed, so we can suppose that they have been found in good condition during arthroscopy to remove the screw. The most-likely cause for self-unscrewing of the screw after few months from implantation, was insufficient tightening torque. Using a screwdriver provided with a torque limitation would prevent this event. For the visual inspection, also the image previously sent has been taken into account. Clinical evaluation performed on 25 april 2018 by medical affairs director: 1 year after primary tka the insert fixation screw got loose in the joint. It was immediately removed with an arthroscopic operation. The position of the screw cannot be assessed on the basis of provided radiographic image. No consequence should be expected for the absence of the screw in the future life of the implant. The cause for self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque but other unknown conditions may also play a role.

Event description:
Before proceeding with the primary surgery planned for the left knee, the surgeon noticed that the screw of the insert implanted one year before in the right knee was no more in situ. In the first post op x-ray that screw was in situ. Patient didn't complain of any discomfort. The screw was removed arthroscopically following the primary total knee replacement of the left knee, under the same anaesthetic.